Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4) , product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4) , ubd: 07-nov-2002, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (70 mg/ml at 20.5 mg/day) and bupivacaine (21 mg/ml at 6.1 mg/day) via an implantable infusion pump. It was reported that the patient felt withdrawal symptoms and increased pain. A dye study was performed on (B)(6) 2021 and the catheter could not be aspirated. No interventions were taken yet at the time of the report. It was unknown if surgical intervention was planned. The issue was not considered resolved. No further complications were reported.